Event description:
It was reported that the customer experienced a blood glucose (bg) level of 451 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump, a manual injection, and performed a supply change to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was discharged the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.